Manufacturer narrative:
Batch review performed on 21 december 2023. Lot 147697: (B)(4) items manufactured and released on 16-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot. 147673: (B)(4) items manufactured and released on 09-june-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 7 years 9 months after the primary, the patient came in reporting pain due to hyperextension of the knee and the cause is unknown. The surgeon revised the femur and insert (10 to 14 mm). The surgery was completed successfully.